Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5309 lot number 25059087 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had leakage. The following information was provided by the initial reporter: it appears the tubing caused radiation to be expelled back out of the line, resulting in contamination of the gown. The contaminated gown had to be stored in radioactive waste for decay. There were no adverse reactions reported from the radiation exposure, and the material has been stored for decay.